Event description:
The company was informed that the recipient experienced tenderness at the implant site. The recipient was prescribed antibiotics (type unknown). The recipient continues to be monitored.